Event description:
It was reported that during a low anterior resection, the device would not release after firing. Consequently a colostomy was performed. Operating time was extended by thirty minutes.